Event description:
Per the study, eight months after undergoing stent placement of the proximal (rca) right coronary artery and mid circumflex, the patient was admitted with a q-wave myocardial infarction, chest pain and inferior st segment changes on ECG. After the admission, an angiogram revealed stent thrombus, total occlusion of the coronary artery and re-stenosis of the stented segments. The patient underwent a (pci) percutaneous coronary intervention procedure of an 100% stenosis of the rca, 80% stenosis of the mid circumflex stented segments, and a new lesion of the proximal circumflex artery. After the procedure, the patient was in good health.